Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a follow-up, inappropriate therapy due to t-wave oversensing were noted. The patient recently had surgery for ptca (infarct). After the procedure the r-waves remained low. No decision has been made by the physician at this time.